Manufacturer narrative:
This report is for an unknown nails: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for an ipsilateral hip/shaft, ipsilateral femur/tibia and poly trauma at femoral shaft and femoral neck. Postoperatively, there was a union of fracture noted and patient had a knee dislocation, plateau, and femoral neck all on the same side. There was an evidence of healing reported. No further information is available. This report is for one (1) unk - nails: rafn. This is report 1 of 4 for (B)(4).